Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing on device. A technical support specialist dialed into the server and verified the patient¿s status. The tss provided the required steps to the active directory (adt) team, instructing them to discharge the patient first and then readmit. The patient was shown as admitted, and the nurse was able to pull medication for this patient. The system functioned as intended after the technical support specialist assisted customer to troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not showing on device. The customer requested to reactivate the cancelled pyxis es admission for patient aiden strawhun dob (B)(6)1996 with csn (B)(4) / mrn (B)(6) / har (B)(6). The customer stated that this malfunction caused a delay by 30 min in dispensing medication to patients. There were no adverse events or injuries reported based on this event.